Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer was transported via ambulance to the emergency room (ER) due to a blood glucose (bg) level of 52 mg/dl. Customer was treated with intravenous fluids of saline and insulin, and was released from the ER 5 hours later with no permanent damage. Reportedly, the customer performed the load fill tubing sequence while connected at the infusion set site, and inadvertently delivered unintended insulin to the customer. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process. Additionally, it was reported that resistance was felt when filling the cartridge during the load sequence. Reportedly, the cartridge and syringe needle were changed to address the issue.